Event description:
It was reported that the customer had high blood glucose levels of 178 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert a new reservoir into the insulin pump and to run a manual prime. The customer reported that insulin exited. The customer was advised that the insulin pump was working as designed. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.